Event description:
Customer reportedly obtained results of 50 mg/dl, 65 mg/dl, and 85 mg/dl on the aviva system within 10 minutes. Customer ate in response to symptoms and results. No adverse event reported. Requested return of suspect system and replacement was sent.